Manufacturer narrative:
(B)(4). Method: the subject rd900aeu neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information and photography provided by the healthcare facility and our knowledge of our product. Results: visual inspection of the provided photograph confirmed that the gas outlet port of the subject device was broken. Conclusion: the most probable cause of the reported failure is due to the impact damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in australia has reported that the gas outlet port of an rd900aeu neopuff infant resuscitator was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia has reported that the gas outlet port of an rd900aeu neopuff infant resuscitator was broken. There was no reported patient involvement.